Event description:
It was reported that during central processing, customer stated that mega suturecut needle driver instrument has a cable on the distal tip has begun to fray. Unsure when the cable actually frayed. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.